Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Using the radial approach, the procedure treated the de novo, eccentric 3.5x23mm target lesion, located in the mildly calcified and severely tortuous left anterior descending (lad) artery. After pre-dilation, a 3.5x24mm promus element stent was advanced for treatment but the stent moved on the balloon after getting stuck at the edge of the extension catheter, while inside the guide catheter. The device was removed. The procedure was completed with a 3.5x23mm unspecified stent, placed in the mid lad artery and a 3.0x12mm unspecified stent placed in the distal lad artery. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Update: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: a visual and microscopic examination identified tip damage. The edge of the tip was bent back. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The struts on rows 6 to 11 from the proximal edge were severely misaligned and pushed apart. The struts on the distal end of the stent was bunched up. The stent had moved forward distally on the balloon by 3mm. Some of the struts were raised up. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Using the radial approach, the procedure treated the de novo, eccentric 3.5x23mm target lesion located in the mildly calcified and severely tortuous left anterior descending (lad) artery. After pre-dilation, a 3.5x24mm promus element stent was advanced for treatment but the stent moved on the balloon after getting stuck at the edge of the extension catheter while inside the guide catheter. The device was removed. The procedure was completed with a 3.5x23mm unspecified stent placed in the mid lad artery and a 3.0x12mm unspecified stent placed in the distal lad artery. No patient complications were reported and the patient status is stable.